Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04836. It was reported the patients leads displayed high impedance on all contacts. X-ray imaging found fractures on both leads determined to be the cause of the issue. Reprogramming was able to establish effective stimulation despite the fractures. No further intervention is planned at this time.